Manufacturer narrative:
Result of investigation: the suspect device has been returned to the manufacturer for evaluation, revealed extremely fine salt within the facilities environment entered the system and the blower assembly and inspiration valve that causing a build up of debris which affect normal operation of inspiration valve.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The log files shows that technical failure 401 (inspiration valve or device leaky) was active after every start ups. Inspiration valve test was performed twice and all steps passed. The technical support is suspecting failure of the inspiration valve and had initiated replacement of the component. Vyaire had requested the customer to return the defective component for investigation.

Event description:
The customer reported that after start up the bellavista 1000 is alarming tf 300 (device failsafe) and tf 401 (inspiration valve or device leaky). The reported alarms are triggering intermittently. There is no patient involvement in this reported event.